Event description:
Pt with PICC line inserted. Pt was discharged to home health the next day. 12 days later, PICC line was noted to be broken at approximately 1cm from the tab. Attempted repair of the line using groshong repair kit. Once line was repaired, it was noted that the PICC line had clotted off. PICC line was then removed without difficulty, intact.